Event description:
The customer reported the system displayed a communication fail error code. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. However, several parts were replace preemptively. The system was found to be operating as intended.